Event description:
It was reported that this right ventricular (rv) lead was dislodged after the implant procedure. This lead was surgically revise and lead remains in service. No additional adverse patient effects were reported.